Event description:
It was reported that the unit failed to power on or powered down unexpectedly during use, consistent with the field advisory. No patient involvement or complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the liquid crystal display (lcd) was out of specification (missing segments) and the battery flex was out of specification due to the flex being crimped.